Event description:
It was reported, by the patient's spouse, that post a coronary drug eluting stenting treatment procedure, premature ventricular contractions (pvc) occurred. The patient has been "throwing some pvcs" for the last couple of weeks, and was hospitalized last week after going to the emergency room. When the premature ventricular contractions occur, the patient "feels tingling in the lower legs". The pvcs continue at the current time. Additional information was requested, but not provided.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A product shipment history review for the reported upn was performed for this customer. The manufacturing records for the last three batches shipped to the customer were reviewed and no issues or discrepancies were found. This records review confirms that the devices met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within the directions for use.